Event description:
The customer provided additional discordant falsely elevated prostate specific antigen (psa) results obtained on the immulite 2000 xpi instrument. The results were reported and questioned by the physician(s). The customer performed repeat testing on the same instrument post-service repairs, and the repeat results were lower and matched the patient's historical results. The customer issued corrected reports. There are no reports of patient intervention or adverse health consequences due to the falsely elevated psa result.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2021-00033 on 01-nov-2021. Additional information (02-nov-2021): siemens received additional discordant falsely elevated prostate specific antigen (psa) results obtained on the immulite 2000 xpi instrument and updated sections b5 and b6.

Event description:
The customer obtained a discordant falsely elevated prostate specific antigen (psa) result on an immulite 2000 xpi instrument. The falsely elevated result was reported and questioned by the physician(s). The customer used the same sample to perform repeat testing on the same instrument. The repeat result was lower, and the customer noted that it matched the historical result of the patient and issued a corrected report. There are no reports of patient intervention or adverse health consequences due to the falsely elevated psa result.

Manufacturer narrative:
A united states customer contacted the siemens customer care center. The customer informed that one patient sample was affected ((B)(6)), and other patient sample results are under evaluation. Siemens dispatched a customer service engineer (cse) to the customer site. Siemens performed troubleshooting on the immulite 2000 xpi and noted the customer uses direct plumbing for water. The cse reviewed the error log and identified that low water supply errors started at 2:41 a.m. On (B)(6) 2021 and empty water supply at 2:49 a.m. The cse performed a system check, verified the water supply loadcell and direct plumb assembly, and identified the auto fill water sensor was damaged. The cse replaced the gem float sensor and direct water feed assembly to resolve the issue. The operation of the instrument was verified, and quality control (qc) was within the customer ranges. Siemens reviewed the information provided and noted that services were performed and resolved the issue. There was no recurrence of the errors post-service visit. The instrument is operating as specified. No further evaluation of the device was required.